Event description:
The customer contact reported the delivery did not stop when stop key was pressed. On an unspecified date and time, channel a of the device was programmed to deliver an unspecified concentration of morphine, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the nurse went to the patient's room to clear the shift total. At that time, the nurse reported the buttons on the keypad did not respond including the stop key. The nurse reported when the stop key was pressed the device continued to deliver. At that time, the nurse used the cassette eject lever release to remove the medication and the tubing set from the device. The device was removed from clinical use. Therapy was resumed approximately 2 minutes later using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.